Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported that during an unspecified veterinary surgical procedure it was observed that the power button on the small battery drive device was sticking. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was spare device available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the small battery drive device had a sticky bottom trigger, the motor was corroded, and the bottom trigger was corroded. It was further determined that the device failed pretest for check for sticky trigger. Therefore, the reported condition that the power button of the device was sticking was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. Correction: the date device returned to manufacturer was documented as november 9th, 2020 in the initial report. This has been corrected to november 6th, 2020.